Event description:
The customer reported that device displayed a red x and failed op check. The customer can see one error is status log, therapy switch. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.